Event description:
The sales rep, reported that during surgery when the surgeon was locking the screw into the mtp cp plate, the screw cross threaded and caused a thin strip of metal to fray off of the head of the screw. The sales rep reported that the surgeon did not seem concerned by this and he took the piece of metal.

Manufacturer narrative:
Device remains implanted. The piece of metal will be returned and investigated. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. This report will be updated if additional information is received and requires reporting.

Event description:
The sales rep, reported that during surgery when the surgeon was locking the screw into the mtp cp plate, the screw cross threaded and caused a thin strip of metal to fray off of the head of the screw. The sales rep reported that the surgeon did not seem concerned by this and he took the piece of metal.